Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump screen was scratched and it was harder to read. Customer reported that insulin pump did not received no delivery alarm insulin pump was not fully prime and also bottom where the battery was looked burnt near the rubber bumper. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.